Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No numbers were noted ramping or scrolling during testing. The device had minor scratches on the lcd, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
Customer reported via phone, he pressed the up arrow on the insulin pump and the numbers kept on scrolling and it wouldn't stop. The device alarmed button error. Customer's blood glucose was 160 mg/dl during keypad issues when alarm occurred it was 338 mg/dl. Customer didn't recall any significant event which may have caused the keypad anomaly or the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.